Event description:
It was reported that a baclofen pump replacement was to occur on the report date. The pump was reportedly shut off. When pump was interrogated on the report date, logs indicated that the pump had been off for 186 hours. There was less than one month until the elective replacement indicator (eri). It was also reported that the end of service (eos) occurred on (B)(6) 2014. There were "40-some" events appearing. Some of the dates were "off" and the year was showing as "2085" in some. It was confirmed that logs indicated that the pump was stopped due to off state. It was noted that there was no allegation against the pump. The pump was implanted for 7 years. The reason that it took so long for the pump replacement was that the patient moved and switched healthcare providers (hcp) and there was a communication issue between the hcps. It was believed that the patient's husband did not realize the severity of what could have happened if the patient went without therapy. The patient was on oral baclofen and the reporter did not know of any therapy issues. Pump logs showed that the last change was made on (B)(6) 2014. It was later reported that, upon pump replacement on (B)(6) 2014 the patient recovered and was receiving effective therapy. Per pump logs, a low reservoir alarm occurred on (B)(6) "2084" and an empty reservoir alarm occurred on (B)(6) "2084". The pump was refilled on (B)(6) "2084". The eri occurred on (B)(6) "2084"- (B)(6) and eos occurred on (B)(6) "2085 ". Two days later, a tube set message occurred. On (B)(6) "2085", a "pump stopped due to stop command" message occurred, followed by a "pump stopped due to off state" message one minute later. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)46).

Manufacturer narrative:
This date has been corrected from the previously reported date from follow-up report # 001.

Manufacturer narrative:
(B)(4)